Manufacturer narrative:
The returned product was examined under magnification. The screw showed damage around the hex recess on the head, with scratches and denting along the edges of the recess and around the surface of the head. The screw has a torsional fracture pattern. The broken screw was measured for overall length using mitutoyo caliper gage to confirm fracture point. The screw had a length of .176 inches indicating that fracture occurred within the main shaft of the screw. It is not possible to determine if the damage seen around the hex recess or the fracture occurred during implantation or removal. Additional mdrs associated with this event: 3025141-2022-00017: screw 1, 3025141-2022-00018: screw 2, 3025141-2022-00019: screw 3, 3025141-2022-00020: screw 4, 3025141-2022-00021: screw 5, 3025141-2022-00023: screw 7, 3025141-2022-00024: screw 8, 3025141-2022-00025: plate.

Event description:
While explanting hardware from the patient (during routine hardware surgery), the surgeon found four broken screws. It is not known if the screws were broken during removal surgery or were broken post-op (the first surgery). Broken portions of each screw were left implanted.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2022-00017 follow up 1: screw 1. 3025141-2022-00018 follow up 1: screw 2. 3025141-2022-00019 follow up 1: screw 3. 3025141-2022-00020 follow up 1: screw 4. 3025141-2022-00022 follow up 1: screw 6. 3025141-2022-00023 follow up 1: screw 7. 3025141-2022-00024 follow up 1: screw 8. 3025141-2022-00025 follow up 1: plate.